Manufacturer narrative:
(B)(4). Concomitant product: emeraldc30 cartridge, lot #: ca04067. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon had to change to an anterior chamber lens. In follow-up, it was reported that the surgeon changed the lens due to instability. The lens was removed and replaced during the same procedure. There was an incision enlargement and a vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 12/21/2015. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was received inside the original box, with the daisy wheel lens case, the dfu and the patient sticker page. The lens was visually examined. A posterior and anterior view of the lens was performed as part of the visual examination, the lens had debris and had a vertical cut on the optic region, one of the haptics was distorted, the overall lens shape and dimensions were in acceptable conditions. The visual examination showed the lens had a transversal cut in the optic region and a distorted haptic, which might be a consequence of the removal process. The report issue was not verified by the evaluation. Manufacturing record review: a review of production order was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lens units were released according to specification. A search on complaints concluded that no other lenses in the production order were involved in other investigations. The manufacturing record review showed that the product was manufactured according to specifications. There was no evidence of a non-conforming product, and no product deficiency was identified. The lens met specification prior to release. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.